Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, after which a field reconfiguration was initiated per trainer guidance due to recent low glucose events; the agent completed most of the setup, with the weight step pending until the paired sensor finished warming, and the user planned to complete it independently. Symptoms included sweating and shakiness. Outcomes included recovery with oral glucose tablets and no need for outside assistance or medical intervention. Investigation included remote troubleshooting and user education to review setup and operational steps. Investigation of this case revealed no device alarms beyond routine low alerts and no device malfunction was identified, with the user reporting the lows were likely due to user error. It was concluded, based on previously established findings for similar reports, that the cause was unclear with possible user-related factors.